Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative. It was reported that the cause had not been determined because during a 2 week follow up appointment, another person saw the patient and forgot about the previous issues and the impedances were not checked because the patient was getting good coverage and was happy. It was reported that no additional actions were taken to resolve the issue, and the issue had not been resolved but the patient was getting good coverage with the right lead. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# unknown, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the left lead in the patient could not be tested. The rep tested impedances multiple times both during intra-op testing and post-operatively. The left lead was tested by itself in post-op and could not get stimulation on the lead. There were high impedances. The patient said they did not have any falls, but mentioned they lift heavy items. The right lead was programmed to get coverage across the low back and both legs. The rep reported it was potentially a faulty or broken lead. The rep was going to meet the patient at a follow-up visit in 2 weeks to check how the current program is working and make adjustments as needed. No further complications were reported.